Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse confirmed that the leak was caused by the customer replacing the float assembly in the sample probe cleaner bottle and allowing some of bottles contents to leak onto the cassette loader connections. The incident did blow the fuse and caused interruptible damage to the auxiliary and cuvette printer circuit board and harness. The parts have been replaced. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke and fire coming from their dimension exl 200. While priming a sample probe cleaner, there was a leak from the pump head which made contact with the inner components. There was no slip or trip hazard and no exposure to the material. Customer shut down the instrument and had a backup instrument available. There are no known reports of patient intervention or adverse health consequences due to the event.